Event description:
It was reported that the patient felt the stimulator may have depleted prematurely. The stimulator lasted for 9 months. The patient planned to have the stimulator replaced in (B)(6) 2013. The physician did testing on the stimulator at the last appointment, but the patient was not given the results. The patient was lethargic and couldn¿t move anything but one hand. Of note, it was later stated that the patient¿s baseline was that he couldn¿t move his body and couldn¿t speak but his mind was good. It was recommended the stimulator be returned for analysis. The physician felt the battery depleted prematurely. There were no abnormal impedances. The patient was hospitalized due to the event, but details were not provided. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3389s-40 lot# v090728, implanted: 2008 (B)(6); product type lead product ID:7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).